Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4). The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on an unknown date, this patient underwent total aortic arch and descending aortic replacement for chronic type b dissection. On (B)(6) 2021, the patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag ac) for pseudoaneurysm at the distal anastomosis. During procedure, distal type I endoleak was observed. The patient had been monitored. On an unknown date in 2021, no enlargement of the aneurysm was observed, but residual endoleak was confirmed. Since there is a large entry on the distal side of ctag ac, thoracoabdominal aortic replacement was planned. On (B)(6) 2021, it was reported that during the preoperative spinal drainage, the drain tube broke and it was left in the patient¿s body. Since it takes time to remove the tube by thoracoabdominal aortic replacement, it was determined to perform reintervention. Two additional stent grafts were deployed. The endoleak was resolved. The patient tolerated the procedure.